Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, the event likely occurred due to physical damage.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer found that there were cracks on the lid of the device during preparation for use. Olympus engineer visited the user facility and repaired the lid on site. Reportedly, the lid was cracked by physical stress. There was no report of patient injury associated with this event.